Event description:
Caller indicated the relion prime strips were giving low readings. Caller stated they were getting a reading of 'lo' all the time. Tried test multiple times and get same results. Has no physical symptoms of low blood sugar. Thought meter was probably bad so bought a new meter and still getting 'lo' all the time. Tried meter on other people and got 'lo' reading still. He was using the meter before and getting good readings. Just started reading 'lo' when he bought new bottle of strips. Replaced product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product gave 'lo' results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Product has been forwarded to the manufacturer to be investigated (CAPA (B)(4)).